Event description:
It was reported that during a laparoscopic procedure, the blade was broken off during use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.